Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, due to the anatomy of aorta, it was not possible to pass the device from the aorta to the left ventricle. There were anatomical tissue and calcium affecting the passage of flexnav, and it was not possible to pass through the aortic valve. The physician confirmed there was not a possible way to perform the procedure. There was no issues to the navitor valve. At the end of the procedure, the patients blood pressure was down and due to duration of the procedure, too much time with the patient under anesthesia the patient was unstable. The physician decided to postpone the procedure after many attempts. The patient is awaiting an aortic valve replacement procedure by sternotomy. The patient was reported as stable.

Manufacturer narrative:
An event of advancement difficulty through patient anatomy and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the advancement difficulty was due to anatomical tissue and calcium affecting the passage of flexnav, and the hypotension was due to the length of the procedure and amount of time the patient spent under anesthesia. Based on all available information, the reported event appears to be a combination of difficult patient anatomy and procedural conditions. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was chosen for implant using a small flexnav delivery system. During procedure, due to the anatomy of aorta, it was not possible to pass the device from the aorta to the left ventricle. There were anatomical tissue and calcium affecting the passage of flexnav, and it was not possible to pass through the aortic valve. The physician confirmed there was not a possible way to perform the procedure. There was no issues to the navitor valve. At the end of the procedure, the patients blood pressure was down and due to duration of the procedure, too much time with the patient under anesthesia the patient was unstable. The physician decided to postpone the procedure after many attempts. The patient is awaiting an aortic valve replacement procedure by sternotomy. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.